Event description:
It was reported that an unknown system error occurred on a homechoice (hc) device. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue was confirmed as a system error (se) 1006 through an event history log review. This refers to "5 volt supply low". The power supply and fuse were replaced to resolve the issue. A service history review was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation but has not yet been received. An event history log review will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.